Event description:
The dentist reported a fractured screw inside the implant. The implant was removed.

Manufacturer narrative:
One implant has been returned for review. Evidence of a stuck component was identified within the implant. The remaining portion of the fractured component has not been returned for review. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.